Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance. At implant pacing impedance was 700 ohms and has gradually increased to 2,000 ohms. The physician advised there was no noise on the rv channel, and no signs of a fracture. A technical service (ts) consultant provided recommendations for a follow up appointment to perform lead integrity testing, and x-ray imaging. The rv lead remains implanted. No adverse patient effects were reported. New information was received indicating that this rv lead was surgically removed. Besides surgical intervention no adverse patient effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
This report is being submitted to update/correct impact codes (3). If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted to update/correct: sections b1: adverse event/product problem if pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance. At implant pacing impedance was 700 ohms and has gradually increased to 2,000 ohms. The physician advised there was no noise on the rv channel, and no signs of a fracture. A technical service (ts) consultant provided recommendations for a follow up appointment to perform lead integrity testing, and x-ray imaging. The rv lead remains implanted. No adverse patient effects were reported. New information was received indicating the patient was seen in the office for a routine follow up appointment. The device for this lead was reprogrammed, and pacing impedance are within normal range. This rv lead remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance. At implant pacing impedance was 700 ohms and has gradually increased to 2,000 ohms. The physician advised there was no noise on the rv channel, and no signs of a fracture. A technical service (ts) consultant provided recommendations for a follow up appointment to perform lead integrity testing, and x-ray imaging. The rv lead remains implanted. No adverse patient effects were reported. New information was received indicating the patient was seen in the office for a routine follow up appointment. The device for this lead was reprogrammed, and pacing impedance are within normal range. This rv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update/correct: sections b1: adverse event/product problem, rfb outcome attrib to adv evnt section b5: description of event, section d6b: device remains implanted, and section h1 malfunction, section h6 impact codes (1). If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance. At implant pacing impedance was 700 ohms and has gradually increased to 2,000 ohms. The physician advised there was no noise on the rv channel, and no signs of a fracture. A technical service (ts) consultant provided recommendations for a follow up appointment to perform lead integrity testing, and x-ray imaging. The rv lead remains implanted. No adverse patient effects were reported. New information was received indicating that this rv lead was surgically removed. Besides surgical intervention no adverse patient effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance. At implant pacing impedance was 700 ohms and has gradually increased to 2,000 ohms. The physician advised there was no noise on the rv channel, and no signs of a fracture. A technical service (ts) consultant provided recommendations for a follow up appointment to perform lead integrity testing, and x-ray imaging. The rv lead remains implanted. No adverse patient effects were reported.